Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-500s mg/dl) and ketones were present. Correction boluses and insulin injections were used to address the bg level. The cause of the high bg was not known. The customer reverted to using insulin injections for insulin therapy. Reportedly, the contact spoke with a healthcare provider to review alternate types of infusion sets.